Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 983 mg/dl on (B)(6) 2018 at 4:00 pm. Customer did not have any symptoms. Blood glucose value when admitted to hospital was 963 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer did not mention if they were using the insulin pump within 48 hours of reported high blood glucose reading event. Customer was treated manual injection and fluids. Customer did not perform carelink upload. Infusion set was bent. The drive support condition was not mentioned. Customer did not perform high pressure test. Products will not be returning for analysis.